Event description:
Reporter indicated that it appeared that the pt's lead was becoming more prominent in the pt's neck, and that the pt had begun to manipulate the device at that area. It was also noted that the pt would grab and pull at the site during stimulation, and as the pt is non-verbal, it is believed there was pain associated with the stimulation. It was also indicated that the pt had begun to cough more with stimulation since the protrusion began. The pt's treating neurologist believed that a tie-down had come loose, causing the protrusion, and that this was also the cause for the pain and coughing. As such he ordered a revision surgery, to resecure the lead in the underlying tissue. During the surgery only one tie-down was noted, and it was pushing against the outside of the neck. The surgeon decided to removed the tie down, and not secure the lead, as he believed the fibrosis that had built up was sufficient to secure the lead in place.